Event description:
Device report from synthes reports an event in germany as follows: it was reported that during an inspection at the loaner set department at loc umkirch it was noticed that the items were damaged. The items has only been used 1 times. No surgery impact. No patient impact. This report is for one (1) extractscr f/ufn/cfn+spiral blade this is report 1 of 1 for complaint.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter is a j&j employee. Part number: 357.360, lot number: 630p303, manufacturing site: haegendorf, release to warehouse date: 25 february 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that extractscr f/ufn/cfn+spiral blade was stripped from the tip. No other issues were found. A dimensional inspection for the extractscr f/ufn/cfn+spiral blade was unable to be performed due to post manufacturing damage. According to event description, the device has been used only 1 time, and since the device was manufactured on february 2022, it is probable that the device was not used as intended or mated with devices that are not within the instructions for use. The observed condition is consistent with the rotating bending fatigue from striking the end cap off-axis, possibly in multiple various directions or the extraction assembly was over-tightened. The ufn unreamed femoral nail/cfn cannulated femoral nail surgical technique was reviewed. Following relevant statement was found. Instructions of use: manually thread the extraction screw (357.360) into the hub of the spiral blade, and secure the screw using the pin wrench b 4.5 mm (321.170). Thread the hammer guide (357.220) and slide hammer (357.250) into the extraction screw. Extract the spiral blade. Maintain a loose grip on the extraction assembly so that it can rotate with the blade during extraction. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the extractscr f/ufn/cfn+spiral blade would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: extraktionsschraube 20x165 rev d current and manufactured. Ufn unreamed femoral nail cfn cannulated femoral nail surgical technique. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.